Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported one false positive and three false negative results on the alinity m sars-cov-2 assay. The customer stated that they thought there may have been contamination and that some samples spilled. There was no report of exposure or injury to the liquid that was spilled inside the instrument and the customer cleaned it. Sample ID (B)(6) was positive for sars-cov-2 with a cycle number (cn) 33.36. The sample was retested on another alinity m, and the sample was negative. The customer also reported 3 samples that were negative on the first run but after being rerun on the instrument, they were detected with low positive results. Sample ids: (B)(6): negative on first run and was positive on the second run with cn 39.38. (B)(6): negative on first run and was positive on the second run with cn 39.03. (B)(6): negative on first run and was positive on the second run with cn 34.25. The customer stated that the results had been reported to the patients and had affected some of the patients. The customer stated that the effect on the patients was that some were not allowed to come to work or were sent home. The customer explained that this instrument is utilized for employee testing for the laboratory.

Manufacturer narrative:
On october 13, 2022, it was identified that when MDR 3005248192-2022-00724 was initially submitted, b5 described the customer's observation of both false negative results and false positive results, however the medical device problem code of 1227 for false positive was the only code selected. To correct this error, MDR 3005248192-2022-00932 will be submitted for the observation of false negative results. This MDR 3005248192-2022-00724 will maintain the false positive coding. Additionally, MDR 3005248192-2022-00933 will be submitted for the false positive observation described in this ticket under the alinity m system as the device. G4 PMA/ 510k number field updated with an n/a. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The runs involving sample identification (sids) listed below were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. Sid (B)(6) initially tested positive with 33.36 cn and retested negative. Sid (B)(6) was tested negative at first then it was tested low positive with 39.38 cn. Sid (B)(6) was tested negative at first then it was tested low positive with 39.03 cn. Sid (B)(6) was tested negative at first then it was tested low positive with 34.25 cn. Sid (B)(6) (test ID (B)(6)) was reported as a false positive result and sids (B)(6), (B)(6), and (B)(6) were reported as false negative results. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. Sids are near the limit of detection (lod). Therefore, the positive results may not be reproducible. Customer reported some contents of some samples may have spilled due to retention bar issue. According to the details provided in the ticket, environmental contamination cannot be ruled out and may be linked to the reported discrepant samples. Contamination could not be confirmed based on the ticket text and on-site troubleshooting as the ticket documents environmental swabbing came back negative and deep cleaning of the instrument was to be performed. The review of the customer data demonstrated the alinity m sars-cov-2 amp kit (list 09n78-095) lot 528026 is performing as expected. The assay reagents performed as expected and met the assay specification requirements for the controls. There is no indication that lot 528026 is performing outside of established design performance specifications. Quality data review device history record (DHR) / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot# 528026 did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot# 528026 and respective components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot# 528026 and its respective components. Complaint history review a lot specific complaint history review was performed to identify complaints related to the ticket under investigation, which reported discrepant sars-cov-2 results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot# 528026. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot# 528026 was not identified.